Event description:
The pt was being treated in the lab. During three unsuccessful attempts at converting induced ventricular fibrillation, the operator observed that the apex electrode had curled up and was not adequately adhered to the pt. Standard paddles were used to successfully convert the pt. There were no adverse effects to the pt reported as a result of the reported malfunction.